Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, slda is attributed to the patient¿s anatomy, as noted by the physician. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a clip was successfully placed on the leaflets. Upon deployment, a single leaflet detachment (slda) occurred. An additional clip was placed successfully to stabilize the slda clip and further reduce the mr. Upon deployment of the second clip, there was an slda. The procedure was discontinued; the final mr was grade 4. There were no adverse patient sequela or clinically significant delays reported.